Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 297mg/dl. An infusion set change and a correction bolus was delivered to address the bg level. Recommendation was made to consult with their health care provider to discuss diabetes management.